Event description:
After completing the stenting portion of the basilar tip aneurysm from pca to pca with a 4.5x 28 enterprise (details unknown), then placing an sl10 microcatheter (stryker, details unknown) followed by 3 target coils (details unknown), the physician started to insert a 5x15 deltapaq coil (B)(4). Upon insertion of the coil the sl10 microcatheter kicked back toward the enterprise stent. Upon trying to reposition the sl10, the physician looked to remove the 5x15 deltapaq, but in the process of removal became snared on one of the target framing coils, the physician tried to lightly pull the deltapaq 5x15 back but the coil prematurely deployed with most of the coil hanging outside the aneurysm down the basilar artery and the coil exhibited some stretch. An ev3 microsnare (details unknown) was used to successfully retrieve the deltapaq coil, but one of the target coils were dislodged. The procedure was then abruptly stopped and the patient was sent for a CT with one of the target coils hanging into the basilar artery. The patient had no serious injury, was alert without deficits, and was discharged the following day. The coil was not used like a guidewire to reposition the microcatheter. The coil and deployment catheter will be returned for analysis. The procedure was a stent/coiling of a wide neck basilar tip aneurysm (measuring 10cm x 6cm).

Manufacturer narrative:
During a stent assisted coiling of a wide neck 10cmm x 6cm basilar tip aneurysm during advancement of the 5x15 deltapaq coil (dfs100515-20/ g11677) there was kick back of an sl 10 microcatheter, and when attempting to withdraw the coil, it became entangled with a previously placed target coil; the coil stretched, detached and protruded into the parent vessel. The deltapaq was successfully snared out; however, one of the target coils was dislodged and protruded into the parent vessel. The patient had no serious injury, was alert without deficits, and was discharged the following day. After completing the stenting portion of the basilar tip aneurysm from posterior cerebral artery (pca) to pca with a 4.5x 28 enterprise (details unknown), then placing an sl10 microcatheter (stryker, details unknown) followed by 3 target coils (details unknown), the physician started to insert the 5x15 deltapaq coil (dfs100515-20/ g11677). Upon insertion of the coil the sl10 microcatheter kicked back toward the enterprise stent. Upon trying to reposition the sl10, the physician looked to remove the 5x15 deltapaq, but in the process of removal it became snared on one of the target framing coils. The physician tried to lightly pull the deltapaq 5x15 back but the coil prematurely deployed with most of the coil hanging outside the aneurysm down the basilar artery and the coil exhibited some stretch. An ev3 microsnare (details unknown) was used to successfully retrieve the deltapaq coil, but one of the target coils was dislodged. The procedure was then abruptly stopped and the patient was sent for a CT with one of the target coils hanging into the basilar artery. The coil was not used like a guidewire to reposition the microcatheter. It was indicated that the coil and deployment catheter would be returned for analysis. The sl-10 microcatheter and the rhv were not received. The proximal section of the coil was received stretched. The coil¿s fracture at the severed end is a ductile fracture requiring external force. No material defects were observed. The distal section of the coil was damaged, but retained its secondary shaping. Located on the first secondary winding off the ball tip is a section of coil damage. Located at the transition point of where the coil begins to stretch is another section of coil damage. The stretch resistance suture has been severed. The coil¿s socket ring has been pushed down inside the outer sheath. The proximal end of the coil unraveled out of the distal soldered section through external force. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and severely damaged. The locking mechanism has stretching and compression damage. Located 5.0 centimeters off the proximal end of the sheath is additional sheath damage. If microcatheter displacement occurred during initial insertion of the coil prior to exiting the microcatheter, it may have been impacted by the unsheathing process. When first unlocking if the sheath is retracted straight back instead of up at a forty-five degree angle and then back, the locking mechanism may catch the inside of the v notch of the resheathing tool and become embedded. Additionally the locking mechanism may not fully disengage off the core wire. The sheath also caught the v notches extended edges. This will produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action will produce significant resistance which may have caused the sl-10 microcatheter to kick back and result in the coil¿s socket ring to be pushed down under the outer sheath. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿ as shown diagrammatically. It further cautions: ¿if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ based on the reported information and the analysis a likely contributing factor to the stretching and unintended detachment of the coil is due to the coil becoming temporarily anchored, by entanglement with other coils, interaction with the stent, and or the microcatheter during retraction. The IFU outlines ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break.¿ ¿caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. The concomitant devices are not available for analysis and a definitive conclusion regarding any additional contributions to the event cannot be definitively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported events. With review of the reported information and the analysis of the returned device, it appears that in addition to vessel/aneurysm characteristics, procedural factors including the concomitant microcatheter, device interaction and possibly the unsheathing process may have contributed to the catheter instability and the entanglement, stretching and detachment of the deltapaq coil with subsequent displacement of the previously placed coils. The potential contributing procedural factors are addressed in the IFU. The damage noted on the returned coil shows evidence of being caused by external forces beyond tolerance with no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.the product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.for section d11. Concomitant medical products and therapy dates:4.5x 28 enterprise (details unknown);sl10 microcatheter (stryker, details unknown);3 target coils (details unknown);ev3 microsnare (details unknown).